Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (greater than 600 mg/dl). Customer alleged that the pump was not delivering insulin. Customer reverted to manual injections for insulin therapy until health care provider could be consulted. Customer declined troubleshooting or follow up from tandem technical support. No additional information was provided.